Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010903 lot number 21079283 was performed. The search showed that a total of 7,003 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris smartsite gravity blood set experienced component separation, and leakage. The following information was provided by the initial reporter: when squeezing the blood chamber, the chamber failed and blood squeezed out at the top of the chamber. The chamber was exchanged and examined to have a failure where the tubing and chamber meet.